Event description:
It was reported that when filling the PICC with physiological solution, it was observed that there was a hole (before removing the mandrel). The device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be related to use of the device. One 3fr s/l per-q-cath PICC was returned for investigation. The stylet had been retracted through the catheter and t-lock extension set. The catheter tubing had been cut at the 10cm depth mark and the distal segment of the catheter was not returned for investigation. A functional test revealed a spraying leak in the 3fr tubing between the distal end of the taper in the molded hub and the 1cm depth mark. A microscopic examination of the leak sites revealed that the extent of damage was greater on the inner lumen wall. The adjoining surfaces of the split tubing revealed a granular appearance. This type of damage occurs when the stylet is repositioned within the PICC without flushing the catheter. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rebw0230 showed eight other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0230 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported that when filling the PICC with physiological solution, it was observed that there was a hole (before removing the mandrel). The device was not used on a patient.